Event description:
It was reported that the membrane of the cassette leaked during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The device was visually inspected with the naked eye, and cracks in the cassette were observed. Functional testing included clamp function, clear passage, and simulated therapy testing with no issues noted. Leak testing was performed and found leaking from the cracks in the cassette. A batch review was conducted, and there were no deviations found related to the reported condition during the manufacture of this lot. Upon completion of the investigation, the reported issue of leaks was verified due to the cracks found in the cassette. Should additional relevant information become available, a supplemental repot will be submitted.